Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.

Event description:
It was reported that the pta balloon could not be deflated after multiple inflation in the sfa. Rotation of the delivery system and negative pressure was applied until the pta balloon ruptured. Subsequent retraction into the sheath was difficult; therefore, the balloon, guide wire and sheath were removed as one unit without further incident. There was no pt injury.